Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported during a site visit, a tubing set came apart on the surgical ICU [intensive care unit]. The tubing separated at the juncture of the blue safety clamp and the pumping segment, which occurred as soon as she spiked the IV fluid bag. The clinician cannot recall the event date but estimated this occurred a month ago.